Event description:
It was reported that the patient underwent a c5-6, c6-7 acdf surgery with peek cages and rhbmp-2/acs. At an unreported time post operatively the patient had an acute inflamatory reaction.

Event description:
On (B)(6) 2009: the patient presented with preoperative diagnoses of c5-6 and c6-7 herniated nucleus pulposus; axial neck pain and arm pain. . The patient underwent the following procedures: c5-6 and c6-7 anterior cervical discectomy with c5-6 and c6-7 anterior arthrodesis with cage application and allograft c5 to c7 anterior instrumentation with intraoperative fluoroscopy. Per the op notes, after the endplates were prepared at c5-6 and c6-7, a peek cage filled with just under .6 mg of rhbmp-2/acs. These were put into place and good placement was confirmed with c-arm. Next, a venture plate was put into place using 13 mm fixed screws at the bottom and 13mm variable at the 2 top levels. No patient complications were noted. On (B)(6) 2010: the patient underwent MRI of the cervical spine due to status post prior anterior fusion and onset left middle finger numbness. Impression: status post anterior spinal fusion from c5-7; mild spondylosis at c3-4 without significant central canal compromise; right uncinated hypertrophy at c5-6, with moderate right foraminal narrowing; mild to moderate right and mild left foraminal narrowing at c6-7; no cervical cord abnormality identified.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.